Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a nurse was inserting a ng tube on a patient and when she went to pull out the stylet, it broke at the hub. The ng tube was removed without injury to the patient. Additional information received on (B)(6) 2020 stated that per the nurse who placed the ng tube, the stylet fully detached from the guide wire.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Physical samples were not received for the investigation. However, two photos were provided. The photos were visually evaluated, and the reported issue was confirmed, the green adapter was detached from the guidewire. A root cause analysis indicated that this issue likely occurred as a result of opportunities for improvement in the assembly method. As part of continuous improvements, the standard work instructions have been updated to include more detailed instructions of the process steps for the operator to follow to ensure adequate assembly of the stylet and the hub, this includes detailed steps to follow in the use of the assembly machine and the proper use of fixture. These actions are designed to prevent the recurrence of the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The initial report was submitted with the incorrect device code in section h6 in error. The device code has been corrected from 1250 (fluid leak) to 2907 (detachment of device or device component).